Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 183 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with severely scratched lcd window, cracked lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Unit had moisture damaged on electronic assembly.